Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "undetermined malfunction" was confirmed during device evaluation as failure code 49. The quality engineer identified the cause of the problem as a low battery. The battery was replaced to fix the problem. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an undetermined malfunction. Upon further investigation, the quality engineer has confirmed the reported condition as failure code 49. There was no patient involvement, injury, medical intervention or adverse event reported at this time. No additional information is available.